Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that there was blurry image.

Manufacturer narrative:
The product was returned for investigation and the reported failure mode was not confirmed. Alleged failure: will not focus. The failure alleged in the complaint record was not confirmed/duplicated during the product investigation. Root cause: no problem found. Probable root cause could be external condensation caused by the ambient temperature and humidity, and any external moisture introduced into the area. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there was blurry image.